Event description:
The customer reported that during heart surgery, a 2nd degree burn occurred at the grounding pad site on the pt's rump. Ointment was used to treat the burn and the pt status is fine.

Manufacturer narrative:
(B)(4). The incident sample has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.